Manufacturer narrative:
On 2/13/2020, the product investigation was completed. Device investigation summary: during visual evaluation of the device, it was observed a crease in posterior view. Additionally, a tear within the crease was noted, measuring approximately 1.1 cm. The evaluation determined that the crease/rupture was caused by the stress occasioned to the shell by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture (the rupture was identified intraoperatively). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 325cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade ii). The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2020 and did not receive replacement devices. During the explantation procedure, the surgeon discovered that the right-sided device was ruptured. This report is for the patient's right-sided device.